Manufacturer narrative:
The surgical assistant provided the lot number to ivantis on (B)(6) 2021. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Hyphema and bcva loss are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information to ivantis on january 15, 2021. The patient's preoperative iop was 18 mmhg on 2 topical iop-lowering medications and best corrected visual acuity (bcva) was 20/50. The patient had prior selective laser trabeculoplasty (slt) performed in both eyes. Cataract surgery with implantation of the hydrus microstent was uneventful and the microstent was placed in the inferior angle. Postoperatively, the patient presented with iritis due to iris touch. One day following microstent explantation the patient's iop changed from 46 to 41 mmhg and bcva was light perception (lp); the patient was prescribed 4 iop lowering medications (including systemic) and a routine topical steroid. At the most recent visit on (B)(6) 2021, the patient's iop decreased to 26 mmhg (same medications, adding atropine) and bcva improved to 20/200. The patient has hyphema that is slowly clearing and the patient's prognosis is pending clearing of the hyphema.

Manufacturer narrative:
The device was returned for evaluation and was found to meet functional, visual, and dimensional specifications. The lot number is unknown; device identifiers have been requested. Microstent malposition, microstent-iris touch, anterior segment inflammation, and microstent explantation are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in the left eye of a male patient on or around (B)(6) 2020. The microstent was explanted on (B)(6) 2020 due to iris touch and an inflammatory response. The surgeon believed the microstent was properly placed in schlemm's canal at the time of surgery, but acknowledged it was difficult to confirm. The explant procedure resulted in some bleeding that was mostly cleared before closing the case. Additional information has been requested.